Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed. Testing of the customer samples was performed and slight gel smearing was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that gel smearing occurred with a bd vacutainer® lh pst¿ ii plus blood collection tube. The following information was provided by the initial reporter, "after centrifugation, 3000g x 10min., of the pst tube at the tube inner wall are gel droplets."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gel smearing occurred with a bd vacutainer® lh pst¿ ii plus blood collection tube. The following information was provided by the initial reporter, "after centrifugation, 3000g x 10min., of the pst tube at the tube inner wall are gel droplets."